Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on february 28, 2017, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. The ptfe pad of the subject device was partially worn. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The short circuit error did not occur when an operator output in seal mode with the grasping section closed. The manufacturing record was reviewed with no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The short circuit error was likely due to the cause below: the ptfe pad was partially worn when the user continued to activate seal and cut mode without contacting tissue (including after the tissue already cut) or with grasping tissue and twisting the device. Since the ptfe pad was partially worn, the probe contacted with the non-insulated part. The error occurred when the user output in seal and cut mode or seal mode with the probe contacted to the non-insulated part. The following details are found in the instruction manual as warning: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an uncertain procedure, the subject device was used. Short circuit error occurred after the several uses. There was no patient injury reported. February 28, 2017, olympus medical systems corp. (Omsc) confirmed that the coating on the outer surface of the jaw partially came off.